Manufacturer narrative:
This issue is deemed a reportable event since the malfunction may lead to a delay of the therapy as the device has to be re-started. The root cause could not be identified since the startup issue is not reproducible. Within this investigation it has been confirmed that the device failed to meet its specifications at the time of the event. There was no patient or user harm. The allegation in this complaint was confirmed to be a complaint. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event.

Event description:
Details below device type and serial number (e.g hamilton t1, sn (B)(6) ) hamilton t-1 - serial # (B)(6). Date of occurance (e.g (B)(6) 2018) (B)(6) 2022. Time of occurance (i.e. Morning, between 8-11am approximately 1900 issue with vent (e.g. Shuts down, wont calibrate, etc) we have two of the military-spec t1's that have been reconfigured to mirror the programming of the standard red t1's. We have recently acquired tiny usb flash drives for data logging. Currently, both of our t1's have the flash drives in place. One of them has recently had a massive crash in which it took about 5 minutes to re-boot. This was on a call with a waiting patient (it is currently with mike for eval). Do you have some advice as to what the flash drives do and don't? We want to data log, but we don't want to potentially have buggy t1's that crash from time to time. Thank you, the vent crashed after powering up, causing a blackout screen and alarm. We changed the left sided battery, plugged the vent to wall power and eventually held down the power button for about 30 seconds. The vent eventually rebooted and worked normally after. I pulled the flash drive out of the port while the vent was crashed and beeping. It was not replaced after the vent was functional. Was the vent on a patient? No. Was this event reported to the FDA? No. Was there patient harm? No. Was this unit bought from a third party vendor (not directly from hamilton)? No.can biomed replicate problem? No. Are logs available and can they send them to us? Sent via e-mail. - special link steps biomed took to find/fix problems? (I.e. Checked flows, replaced parts, etc unit tested - unable to duplicate problem.